Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to cuff malposition. During the procedure the existing cuff was removed and replaced with a bigger component. There were unspecified device performance issues but it was unclear if the malposition caused or contributed to them. There were no patient complications related to the device.